Manufacturer narrative:
(B)(4). The results of this investigation concluded that one pivot guard had fractured, both leaflets dislodged, and the orifice was chipped and scratched. There was no evidence of material defect in the carbon coating that may have caused or contributed to the dislodged leaflets or orifice damage. Rather, the damage may have been caused by some external force applied to the valve which overstressed the carbon material. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by the review of the device history record and by the analysis performed. The cause of the reported event remains unknown; however, information from the field indicated that a smaller 19 mm regent valve was implanted.

Event description:
On (B)(6) 2017, an aortic valve replacement was performed due to aortic valve stenosis and ascending aorta distension. This 21 mm regent valve was implanted. The patient was removed from the extracorporeal circulation machine and a paravalvular leak was noted. The physician attempted to repair the leak with a suture, but was unsuccessful. Per report, both leaflets dislodged intact and one pivot guard was fractured. The valve and leaflets were removed and a smaller 19 mm regent valve (model: 19agfn-756) was implanted. All pieces were reported to have been removed from the patient. Per report, pump time was extended, but it was indicated it was not due to the valve. The procedure was successfully completed and the patient was reported to be in stable condition.